Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, had 5e fridge was not opening, recovery failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date. Upon investigation of the actual device used in this incident, it was determined that the refrigerator system failed to open. A field service engineer initiated remote troubleshooting with the onsite pharmacy technician, guiding them on how to use the key to recover a stuck refrigerator. The fse confirmed with the customer that the unit was functioning properly, and the escort stated that the issue was due to end-user error. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator was not opening, recovery failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.